Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported foreign matter (trace of liquid): event description: complaint from xxxxxx. The customer complained that white spots were found inside the syringe and trace of liquid was found in the syringe near the plunger. Prior to use.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (trace of liquid): two samples were provided to our quality team for investigation. Our quality team conducted a thorough inspection of both devices. No visible liquid or lubricant was observed. A device history review was performed for lot 2412022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Silicone lubricant is used during the syringe assembly process to support smooth movement of the plunger and stopper. The silicone used is medical-grade and approved for use in this product. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2412022 and were found to be within specification. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2412022, and all values were within the established specifications. The submitted sample was also tested and confirmed to meet these same requirements. While we did not observe any evidence of liquid within either device, given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.